Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Complaint is confirmed from the visual inspection of the returned tibial articular surface provisional (tasp) which exhibits signs of repeated use (nicked and gouged) and anterior section of the post feature has fractured off, also fractured on lateral side of post. All pieces not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The fractured tasp component in this complaint was manufactured before design modification. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon was attempting to remove the tasp after trialing and fractured while removing it. No pieces fell into the wound.